Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a loose screw on handle of top case and the right plunger case was cracked. A review of the event history log identified reference voltage background test. During functional testing the reference voltage background test was found during power up and visual inspection confirmed the crack on the top case. The main board did not operate as intended and the top case was due to customer damage. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced main board and the top case and performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump exhibited a voltage failure and the handle was broken. No patient injury was reported.